Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices turning on and off. There was no patient harm. It is unknown if the issues were noted during patient use.

Manufacturer narrative:
Investigation conclusion: the reported complaint of keypad failures were confirmed on the six returned pcus during testing while performing this investigation. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. Device inspection: six (6) pcus were returned for this investigation showing the following information noted on the keypad flex cable: all front case/keypad were observed as p/n tc10013664 (printec). All 6 front case keypads showed lot # 069067. All keypads showed a manufacturer date of jan2020. Root cause analysis: electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices turning on and off. There was no patient harm. It is unknown if the issues were noted during patient use.